Manufacturer narrative:
According to the customer, on (B)(6) 2024 the sample port "disconnected" when the clinician was "attempting to draw a sample with a syringe". The customer reported after the incident occurred that the foley was replaced. The customer reported no serious injury, medical intervention, or follow up care related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the sample port "disconnected" when the clinician was "attempting to draw a sample with a syringe".

Manufacturer narrative:
Update to h6: investigation conclusions.